Event description:
Pt was revised to address suspected infection.

Manufacturer narrative:
The product associated with this reported event was not returned. The product code and lot code required to retrieve the device history records for reviewing and search the complaint database were not provided. The investigation could not draw any conclusions about the reported suspected infection. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.